Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. The patient underwent surgical intervention to extract the lead. There was no information about device replacement. No additional adverse patient effects were reported.